Manufacturer narrative:
The zoom 71 was not returned for investigation. The manufacturing records were reviewed and showed the product met the design and manufacturing specifications. Without the return of the device, the exact root cause for the shaft break could not be determined, however based on the information provided, the internal carotid artery (ica), distal to the bifurcation was tortuous, which likely contributed to the resistance felt during attempted removal of the zoom 71 and the zoom 71 shaft break.

Event description:
It was reported that the patient underwent a mechanical thrombectomy of the left m1 segment. The internal carotid artery (ica) was noted to be highly tortuous distal to the bifurcation. Advancement of the zoom 88, zoom 71 and third-party stent retrieval was performed successfully. During the removal of zoom 71 and third-party stent retriever, significant resistance was felt, and the zoom 71 could not be withdrawn which resulted in removal of the third-party stent retriever, zoom 88 and the zoom 71 as a system. The zoom 71 was found to be fractured into two segments; however, all fragments were successfully retrieved. Following removal of the device, some extravasation was observed in the patient. The procedure could not be completed.